Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: (B)(6) 2012 -rbs it was reported by the consumer that the unknown model and serial number mechanical wheelchair left side wheel frame was broken at the weld. There was no patient injury reported.